Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead was positioned multiple time, but the threshold was too high. The lead was removed and replaced. No patient complications have been reported as a result of this event.